Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the joint was exposed and the doctor used an osteotome to remove the tibial insert. He commented "there is delamination and it is wore down to just a very thin shell." He then trialed a large 9mm tibial trial. Next a 9mm right large insert was opened. The tibia was exposed and the implant was then inserted. Range of motion and stability was assessed and closure then took place.

Event description:
It was reported that the joint was exposed and the doctor used an osteotome to remove the tibial insert. He commented "there is delamination and it is wore down to just a very thin shell." He then trialed a large 9mm tibial trial. Next a 9mm right large insert was opened. The tibia was exposed and the implant was then inserted. Range of motion and stability was assessed and closure then took place.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.